Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had experienced low voltage alarms when they were connected to their mobile power unit (mpu). The patient stated that they saw "2 yellow lights and a red broken heart illuminated on the system controller". While at the clinic, the patient connected their mpu to their system controller, noting both cables created a good seal, but still received the "connect power" alarm. The healthcare provider then tested the patients mpu with a different system controller. The new system controller powered on and the system controller was shown to be charging. The patient was given a loaner mpu.

Manufacturer narrative:
Section d1: brand name corrected section d4: primary UDI corrected section g4: PMA # corrected sections h5 and h8: corrected for reusable medical devicemanufacturer's investigation conclusion: the reported event of atypical disconnect alarms while connected to the mobile power unit (mpu) was confirmed. Data from the reported event date of 23sep2024 in the submitted controller event log file was reviewed. There were no notable alarms active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was connected to a mock loop and a no external power alarm activated within 10 seconds. The patient cable was replaced, and the unit then passed all tests per mp, heartmate mobile power unit service process. The unit was returned to the customer site and is ready for use. The patient cable was forwarded to ppe for further analysis. Visual inspection of the returned mpu patient cable did not confirm any visible cable damage. The patient cable was connected to a test unit and mock loop, and the no external power alarm activated. Continuity testing was performed on the cable and all wires were within specification. Insulation testing revealed that the gray rsoc wire was shorting against the shield. This short would result in atypical disconnect alarms. The root cause for the reported event was a wire to shield short in the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.